Event description:
It was reported that after the guidewire (included with the system) was inserted, a kink was observed at the distal end of the system.no patient injury reported.

Manufacturer narrative:
The device has been evaluated. The evaluation showed that the guidewire broke into two segments (due to torsion overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 1.5 cm from the distal tip. Catheter lumen.(B)(4)